Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 1 - no pressure change when expected) occurred during pumping. Additionally, it was reported that an occlusion alarm occurred after the alarm 1. There was no impact to the user's blood glucose level. The user successfully loaded a new cartridge.